Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Device available for eval: apr 3, 2017.

Event description:
New information received notes that the device was turned back on after the lead replacement procedure.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shock. Lead was found to be dislodged. On patient¿s request, lead and ICD was turned-off. Lead was explanted and replaced. The patient tolerated the procedure well. The patient will be followed normally.